Event description:
Product surveillance contacted the nurse on 3 august 2010. The nurse indicated the patient had been in the nursing home and was diagnosed with peritonitis on (B)(6)2010, a culture was performed on that date and antibiotics intraperitoneal (ip) were started. The patient had a follow up culture done on (B)(6)2010, and it was still positive for the bacteria responsible for the last infection. The patient was again started on antibiotics. The nurse felt that this is not a new case of peritonitis but rather a lingering of the initial infection. The nurse felt that the patient got the peritonitis related to poor sterile technique while in the nursing home. She stated the patient is improving and she expects a full recovery now that he is at home again and not in the nursing home. There are no allegations against any baxter products in this case of peritonitis. The patient has resumed therapy, and it has remained unchanged.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-04447, MFR. Report # 3005099803-2010-04448 and MFR. Report # 3005099803-2010-04449). It was reported to boston scientific corporation that three ultratome sphincterotomes were used during a stone extraction procedure. According to the complainant, the physician cannulated the papilla with a catheter and placed a jagwire into the left hepatic duct. He then obtained an ultratome and advanced it halfway into the papilla (up to the green marker). The assistant bowed the tome half way and the physician made a little cut to the papilla. The physician wanted to make a bigger cut but the tome would not bow fully, so it was not possible. The first ultratome device was removed, a second ultratome sphincterotome was obtained and the same problem occurred. The second ultratome sphincterotome device was removed, a third ultratome sphincterotome was obtained and the same problem occurred. The third ultratome sphincterotome was removed, a fourth ultratome sphincterotome was obtained and used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on preliminary investigation results; melted extrusion.

Manufacturer narrative:
(B)(4). Possible user (patient) error is suspected as the patient's nurse indicated she felt the causality was poor aseptic technique and the patient has been retrained. The direction insert for this product contains multiple warnings and cautions to use aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. A batch review was performed for potentially associated lots (h10c14011 and h10f17017), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.